Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1885 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1885 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. E24123) for female sterilisation. The patient had a medical history of dysmenorrhea, headache, parity 2, multi gravida, appendectomy, anxiety disorder, vitamin d deficiency, headache, anxiety disorder, cesarean section, obesity, adenomyosis, abnormal uterine bleeding and endometrial polyp. The patient had a family history of hypertension. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy done on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2017 as per mr : (B)(6) 2017 discrepancy noted : removal date as per argus (B)(6) 2022 as per mr : (B)(6) 2021 after essure placement, 3 coils were noted extending into the endometrial cavity from the right ostia and 1 to 2 coils were seen on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: following explanation of the risks, benefits, and alternatives to the procedure, consent is obtained. Then, using sterile technique, a speculum is inserted. The cervix is identified. Intubation of the cervix is attempted with 2 different tube sizes. This was unsuccessful likely due to small size of the cervical os versus obstruction. There were no immediate complications. No fluoroscopy was used. Impression: 1. Unsuccessful attempt at intubation of the cervix likely due to small size of the cervical os versus obstruction. Dilatation of the cervical os may be performed after which hysterosonography may be reattempted. This was discussed with the patient. [Pathology test] on (B)(6) 2021: gross description: the right fallopian tube is pink, purple with fimbriae. Sectioning reveals a pinpoint lumen. A metallic gray essure coil device is identified. The left fallopian tube is pink, purple with fimbriae sectioning reveals a pinpoint lumen. An essure coil device is identified. Microscopic description: the cervix has a mild infiltrate of small lymphocytes and plasma cells. The endometrium is composed of evenly spaced tortuous glands with luminal secretions and cytoplasmic vacuoles. The myometrium and uterine serosa are unremarkable. The bilateral fallopian tubes have intact architecture and are lined by serous epithelium without cytologic atypia. Essure coils are present within the fallopian tubes bilaterally. Pkg/wpd [pregnancy test] on (B)(6) 2017: negative [ultrasound pelvis] on (B)(6) 2021: 11.7 x 6.7 x 5.2 cm uterus with findings consistent with adenomyosis, high lying close to the abdominal wall, possible diverticular appearance of the c-section uterine scar, bilateral essure coils in place. The endometrium sub optimally evaluated, 8.2 mm right ovary, normal left ovary with a small 2.5 cm follicular appearing cyst. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion and removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. E24123) for female sterilisation. The patient had a medical history of dysmenorrhea, headache, parity 2, multi gravida, appendectomy, anxiety disorder, vitamin d deficiency, headache, anxiety disorder, cesarean section, obesity, adenomyosis, abnormal uterine bleeding and endometrial polyp. The patient had a family history of hypertension. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy done on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2017 as per mr : (B)(6) 2017 discrepancy noted : removal date as per argus (B)(6) 2022 as per mr : (B)(6) 2021 after essure placement, 3 coils were noted extending into the endometrial cavity from the right ostia and 1 to 2 coils were seen on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 26-apr-2017: following explanation of the risks, benefits, and alternatives to the procedure, consent is obtained. Then, using sterile technique, a speculum is inserted. The cervix is identified. Intubation of the cervix is attempted with 2 different tube sizes. This was unsuccessful likely due to small size of the cervical os versus obstruction. There were no immediate complications. No fluoroscopy was used. Impression: 1. Unsuccessful attempt at intubation of the cervix likely due to small size of the cervical os versus obstruction. Dilatation of the cervical os may be performed after which hysterosonography may be reattempted. This was discussed with the patient. [Pathology test] on (B)(6) 2021: gross description: the right fallopian tube is pink, purple with fimbriae. Sectioning reveals a pinpoint lumen. A metallic gray essure coil device is identified. The left fallopian tube is pink, purple with fimbriae sectioning reveals a pinpoint lumen. An essure coil device is identified. Microscopic description: the cervix has a mild infiltrate of small lymphocytes and plasma cells. The endometrium is composed of evenly spaced tortuous glands with luminal secretions and cytoplasmic vacuoles. The myometrium and uterine serosa are unremarkable. The bilateral fallopian tubes have intact architecture and are lined by serous epithelium without cytologic atypia. Essure coils are present within the fallopian tubes bilaterally. Pkg/wpd [pregnancy test] on (B)(6) 2017: negative [ultrasound pelvis] on (B)(6) 2021: 11.7 x 6.7 x 5.2 cm uterus with findings consistent with adenomyosis, high lying close to the abdominal wall, possible diverticular appearance of the c-section uterine scar, bilateral essure coils in place. The endometrium sub optimally evaluated, 8.2 mm right ovary, normal left ovary with a small 2.5 cm follicular appearing cyst. Lot number: e24123 production date 2015-08-07 expiration date~2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.